Event description:
Following an initial knee replacement on (B)(6) 2016, the patient was returned to theatre on (B)(6) 2016 for a patella resurfacing due to persistent anterior knee pain. None of the original components needed revising at this time.